Event description:
It was reported that when using the bd pyxis¿ es server, all stations were not changing to critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were not changing to critical override. A technical support specialist (tss) informed the customer that the facility was scheduled from 4:30 pm to 12:00 am, but upon checking the device, identified a different schedule that had been created. This discrepancy was communicated to the customer, who requested an alternative way to enable critical override since the device needed to remain operational that night, with plans to update the schedule with the customer the following day. The tss advised enabling auto critical override by navigating to enable auto critical override by devices. The customer completed the steps, confirmed with the team that critical override was active, and acknowledged that the schedule could be updated the next day. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.